Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2013-08564. It was reported that non st elevation myocardial infarction (stemi), in-stent restenosis, coronary stent thrombosis and plaque rupture occurred. In (B)(6) 2011, the patient presented with a two-week history of exertional chest tightness associated with shortness of breath and mild diaphoresis and was diagnosed with unstable angina. On the following day, cardiac catheterization was performed which showed a 3.0x70mm, 90% stenosed target lesion located in the mid right coronary artery (rca) and was treated with pre-dilatation and placement of two overlapping 3.00 x 38 mm taxus liberte stents with 0% residual stenosis. The patient was discharged on aspirin and prasugrel on the same day. In (B)(6) 2013, the patient presented with acute onset of chest pressure, shortness of breath, diaphoresis and was hospitalized on the same day. Upon admission, ECG revealed normal sinus rhythm with inferior infarct and acute t wave abnormality and troponin was elevated. The patient was diagnosed with non q-wave st elevation myocardial infarction and underwent cardiac catheterization. The stent thrombosis in the proximal rca was treated with aspiration thrombectomy followed by placement of a 3.25 x 12 mm non-bsc drug eluting stent, resulting in 0% residual stenosis. The area of 70% in-stent restenosis of a previously implanted study stents located in the mid rca was also treated with balloon angioplasty. The events stemi and coronary stent thrombosis were considered resolved without residual effects on the same day. The patient was discharged on aspirin and plavix two days post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was a long lesion located in the mid right coronary artery (rca) extending to the proximal rca and not in the mid rca as previously reported. It was also further reported that the proximal rca to mid rca was 90% stenosed with presence of thrombus; previously stent thrombosis was reported.